Event description:
It was reported that the patient was having low flow alarms and potential suction events. Log files were sent for review, and the event log captured intermittent low flow alarms and few momentary low flow estimates with the calculated pulsatility index (pi) elevated starting on (B)(6) 2025. The estimated flow was fluctuating below 2.5 liters per minute (lpm) threshold. Most of these events were brief and didn¿t generate the alarms. The estimated flows were averaging at 2.4 lpm and pi is averaging from 10.4 to 12.8 during these events. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the event log. There do not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed intermittent low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. It was reported on (b)(60 2025 that the patient had experienced low flow alarms and potential suction events. Review of the submitted log files confirmed intermittent low flow alarms on (B)(6) 2025. Elevated pulsatility index (pi) values were also noted during the low flow events. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.